Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked after closing the clamp. This occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection revealed that the patient adapter was damaged and that there was a gap between the female connector and the main body. Functional testing, including leak testing, clear passage testing, and clamp function testing, was performed with no issues noted. The reported leak was not verified. The cause of the damaged patient adapter and the gap between the female connector and the main body was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.